Event description:
Additional information was received from a patient. It was reported that so far the issue had resolved. The cause of the implant heating up and not being able to get good/excellent recharge quality was possible bad belt - unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755; serial#: (B)(4); product type: recharger. Product ID: 97745; serial#: (B)(4); product type: programmer; patient. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that they thought their controller was having a ¿major catastrophic failure¿. The patient stated that they put the belt on to charge, but they could not get good/excellent quality screen during recharge. They reported that the belts get very hot during recharge. They reported that the screen on the controller changes, and shows a white screen during recharge, and without the rtm attached. The patient was taking the lithium battery out to reset it, but it was continuing to happen more frequently since about a week and a half ago. The patient also stated that the ins felt warm/gets hot during recharge intermittently since an asked but unknown event date. There was a warm transfer to repair.